Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case is damaged. Lower case and battery drawer are broken. Battery release is contaminated. Ring cover and ring bail are missing. Battery contacts are compressed. Encoder flex is damaged (flex is creased).

Event description:
It was reported the device unexpectedly shut off and the setting changes when powered on again (boots back up). It was also reported the has been turning off intermittently. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.